Event description:
Customer stated, "she was sitting in the chair with the pad over her shoulder. The pad was in between the chair and her shoulders. She saw smokes when her grandson came over and took a hold of the cord and got shocked. They unplugged the pad and they have not done anything with the pad since" the product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customer complaint. The investigation determined that the cord had failed due to the age of the product. The product was 7 years old at the time of failure and beyond its useful life. Further investigation found no similar issues within this lot.